Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a neurostimulation system on (B)(6) 1999. It was reported on (B)(6) 2010, that the patient was without stimulation and unable to communicate with his receiver via the transmitter. The patient's neurostimulation system was replaced with a new ipg and lead on (B)(6) 2010. The explanted devices will not be returned to the manufacturer. The model and lot numbers for the patient's explanted neurostimulator and lead(s) are unknown.